Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 300 mg/dl and 450 mg/dl. The customer also reported blood at site. Customer states the site was not actively bleeding. Customer reports bleeding stopped. Customer reports that they did not receive medical treatment as a result of the site issue. The customer decline troubleshooting for bent cannula. Troubleshooting was declined for high blood glucose. Customer reports they did receive a sensor updating alert. Customer reports they did not receive a calibration not accepted alert. The insulin pump and the reservoir will not be returned for analysis and the sensor will be returned for analysis.